Event description:
It was reported that the patient was seen in the clinic where the ventricular impedance measured high. Upon returning home, the patient heard the alert tone two times within an hour. It was determined that the lead conductor coil was fractured. The lead was partially cut, capped, and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed) and the outer insulation had a cosmetic depression. We did receive performance data collected from the device and have analyzed the data. 2 patient alerts for out of tolerance subthreshold lead impedance occurred on (B)(6) 2011 21:00:02 and (B)(6) 2011 15:00:03. Daily hv-lead impedance trend data shows an abrupt increase for defib active can on impedance and superior vena cava (svc) defib of 54 to 254 ohms peak between (B)(6) 2011.